Event description:
User claims that the backrest fell away as he was tilting in the wheelchair. The user did not claim any injuries. The inspection revealed that the user or dealer may have inappropriately adjusted the catch pin on the backrest linkage which likely caused the backrest to fall away. The wheelchair was sent to permobil ab, the manufacturer of the wheelchair, for review by the design department.

Manufacturer narrative:
Eval summary: manufacturer evaluated the wheelchair in february and march, 2008. The inspection revealed that the user or dealer may have inappropriately adjusted the catch pin on the linkage, which may have caused the backrest to fall away. Manufacturer sent the wheelchair to parent company for further evaluation and testing.